Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the black box indicated a reboot had occurred on (B)(6) 2015 following a ¿real time clock error¿ alarm. The battery compartment was cracked and the battery cap was unable to fully tighten. There was evidence of moisture found in the battery compartment. Due to internal moisture damage, the pump was continuously rebooting and was unresponsive to user inputs. Leak testing revealed a leak at the battery compartment crack. The pump casing was removed and there was evidence of internal moisture damage. Additional testing could not be completed due to the moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was moisture/corrosion in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.